Manufacturer narrative:
Investigation results: visual inspection verifies the seal is unraveled and cracked. The complaint is confirmed. Lhr review was completed for the product, there was no non-conformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal unraveled. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.